Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report being treated for low blood glucose levels by paramedics. Customer states having blood glucose level of 21 mg/dl at time of event. Paramedics treated patient with glucose pills and glucose gel. Customer stated that she woke up at 6:30 and does not remember anything else until three hours later when she was able to contact the paramedics. She stated that her neighbor who has a key let them in; her blood glucose was 21mg/dl and her reservoir was empty. Later on the day her glucose level rose to 400mg/dl. Customer declined troubleshooting and stated the insulin pump appears to be functioning properly. Nothing further reported.